Event description:
A report was received from a user facility in the USA stating the surgeon felt "there was too much aspiration and it was causing the capsule to collapse a little." The surgeon proceeded slowly and finished the procedure. There was no serious injury or report of permanent impairment related to this event.

Manufacturer narrative:
The device was evaluated and found to meet all specs. The cause of the reported problem could not be determined.